Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of sensing. Upon repositioning, the lead was unable to sense or pace. The lead was explanted and replaced.